Event description:
Healthcare professional later reported "grade iii encapsulation" and no rupture on the right side. Later reported "cyst" via ultrasound.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, a6, b1, b5, d4, d6a, h6. Reason for reoperation: "grade iii encapsulation".

Event description:
Patient reported "rupture", "cyst" and "nodes" via ultrasound and mammography. This is for the right side. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformance's noted. Reason for reoperation: rupture.